Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing atrial flutter and no right atrial (ra) pacing was delivered by the device. The device was providing ra pacing at the time of the call and right ventricular (rv) output was 4v at 1.2 v with ventricular blank post atrial pace at 65ms. Technical services (ts) recommended extending to 85ms on the ventricular blank post atrial pacing. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that on the presenting electrogram (egm) there was a crosstalk signal on the right ventricular (rv) channel from atrial pacing but it was falling into blanking so no programming changes were recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing atrial flutter and no right atrial (ra) pacing was delivered by the device. The device was providing ra pacing at the time of the call and right ventricular (rv) output was 4v at 1.2 v with ventricular blank post atrial pace at 65ms. Technical services (ts) recommended extending to 85ms on the ventricular blank post atrial pacing. This device remains in service. No adverse patient effects were reported.